Event description:
It was reported that the user requested a factory reset of the ilet due to inconsistent meal announcements to prevent low blood glucose (bg) that led to maladaptation of the dosing algorithm. This was followed by episodes of hypoglycemia and subsequent hyperglycemia after overtreatment with oral carbohydrates. The device was reset and set up again, and best-practice education was provided along with a referral for additional training. Symptoms included hypoglycemia with a reported blood glucose nadir of 46 mg/dl, a brief seizure, and subsequent hyperglycemia reaching 401 mg/dl. Outcomes included acute low glucose requiring self-treatment and transient functional impairment during the seizure, with blood glucose in range by the end of the interaction and no hospitalization. Investigation included review of reported glucose events, assessment of user interaction with meal announcements, and device setup verification. Investigation of this case revealed user management issues associated with missed meal announcements and overtreatment of lows, resulting in algorithm maladaptation rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to inconsistent meal announcements and excessive carbohydrate treatment for hypoglycemia, addressed through factory reset, re-education, and assignment to additional training.